Manufacturer narrative:
Cardioquip's director of operations and epidemiology identified discoloration of the device tubing and recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the device receive an internal water pathway replacement, or (2) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on 01/07/2026. As of the date of this report, the customer has not responded to these options.

Event description:
Cardioquip's (cq) director of operations and epidemiology suspected this device of contamination during an on-site inspection and recommended hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2026, indicating device contamination.